Manufacturer narrative:
Correction to e2, e3, which were inadvertently left off of the initial. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device leaked and water entered while the user was handling the device. Due to the invasion, an abnormality of the electronic parts occurred which led to the occurrence of no image. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera iii bronchovideoscope, air/water was leaking from the distal end at the bending tip. There was no report of patient harm associated with this event. During testing and evaluation of the returned device, there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was confirmed and was likely caused by a leak from the rubber. In addition to the findings reported in the event section, the following non-reportable malfunctions were identified: hole/leak in rubber; bending section bent, and no data for identification verification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.